Event description:
A customer reported that their AED would not power on but would power on with a spare battery pack. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED and a spare battery with the customer identified that the AED is functioning as designed. The cause of the AED not powering on was related to a lack of maintenance of the AED, as the AED has been kept in a box on a boat and has not been looked at regularly.